Manufacturer narrative:
No complaint was received with the return of the device. A complete lead was returned in one piece. Failure event observed during analysis. Final analysis found clavicular crush damage noted rib clavicular crush damaged the outer insulation at 27.5-29.8 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.